Event description:
Ous MDR - it was reported that it was not possible to interrogate the pacemaker after it was implanted. The device was exchanged.

Manufacturer narrative:
The pacemaker was returned for analysis. Upon receipt, an interrogation of the device was properly feasible either using the programming wand or rf telemetry. The battery was found to be fully charged. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. The devices memory content was evaluated showing several irregular entries in the device statistics, which may have contributed to the difficulties with the initial interrogation. However, the root cause for these irregular entries could not be determined. As an attempt to reproduce the observed device behavior, a stress test under different temperature environments was performed. The pacemaker operated as expected and the clinical observation was not reproducible. Therefore, the pacemaker was opened and subjected to further detailed analysis. The visual inspection of the inner assembly showed no anomalies and the batter was fully charged. The battery was disconnected from the electronic module. Further thorough investigation of the electronic module did not show any anomalies. There was no indication of a device malfunction. The quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. In summary, despite the dedicated analysis, the root cause of the clinical observation was not determinable, particularly the electronic module analysis did not show any indication of a device malfunction. During analysis the pacemaker operated as expected.